Event description:
A report was received that a pt had a pocket revision due an x-ray confirming the ipg had repositioned at an angle. During the surgical procedure, the pt's ipg was unable to be tested due to extreme battery depletion and the ipg was replaced. The new ipg pocket site was repositioned 3 inches below the previous location in order to provide more comfort. The pt was reportedly doing fine following the procedure.